Event description:
The customer reported the visera elite xenon light source fails to light. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility. Please refer to section b5 for the new information.

Event description:
It was further reported that the reported phenomenon was noted during preparation for use. No additional information provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that the main lamp did not light up. In addition, since no abnormality was found in the lamp and power supply, it was presumed that the main lamp did not light up due to a failure of the igniter unit, and that an e103 occurred. The phenomenon was not resolved even with the replacement of the main lamp with factory equipment. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.